Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of ngen generator, and the ngen system was not creating a long audible noise when the fluid bag was low. They noted that the fluid bag was emptied, and no one heard an audible noise. The bag was replaced, and the case continued. No adverse patient consequence was reported. Hardware evaluation details: remote support confirmed the unit was performing as intended, therefore no failure was found with the system. A device history record evaluation was performed for the finished device serial number (B)(6), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of ngen generator, and the ngen system was not creating a long audible noise when the fluid bag was low. They noted that the fluid bag was emptied, and no one heard an audible noise. The bag was replaced, and the case continued. No adverse patient consequence was reported.